Manufacturer narrative:
(B)(4); the associated device was not returned for evaluation as it remains implanted. A review of complaint history revealed three other complaints for this batch/failure mode. A dimensional analysis performed on other devices from this batch verified the patella¿s pegs to have been manufactured out of the designed positional specifications. Subsequent to the findings of this complaint, a field action has been launched for the removal of this batch from the market. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We will continue to monitor for future complaints and investigate further as needed. For the complaint investigation, no additional actions are being taken at this time.

Event description:
It was reported that a surgery was extended by 35 minutes due to improper fit of the implant.